Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the piston would not move down during rewind. The customer mentioned that they had no delivery alarm. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was programmed with test minilink transmitter and the glucose sensor simulator and communicated properly with glucose sensor simulator and displayed the 100 value properly on display graph. No lost sensor alarm noted. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on the display window and minor scratches on display window noted.